Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the ins used to last 7 days but now it only lasts 3-4 days. The usage has not change. The rep was meeting the patient on (B)(6) 2020. No symptoms were reported. No further complications were reported/anticipated.